Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor electrode broken and missing broken part.

Event description:
The customer reported via phone call that the sensor had damaged. The customer¿s blood glucose was unknown. The sensor will be returned for analysis.